Manufacturer narrative:
Additional information: b5, d4 information, e3, g1 address (specific manufacturer identified), g2 (add healthcare professional), h4, h6, and h10. B5: the event was observed during patient use. New tubing was used to continue treatment. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer name: the device was manufactured at one of the following facilities: (B)(4). Or (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a one-link non-dehp microbore catheter extension set. This issue was further described as, ¿the staff was unable to flush¿. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.